Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432.

Event description:
Medtronic received a communication that prior to use, the tube connector detached easily, causing inconvenience because each time they used the tube, they needed to tighten the connector in before intubating. The customer also reported that it increased the risk of dropping the connector on the floor which would cause contamination and infection to the patient. The customer indicated that there was no patient involved in this event.

Manufacturer narrative:
One sample was evaluated. All tasks associated with this complaint are complete. The reported condition was not confirmed. The investigation sample was evaluated by dimension inspection connector the result within specification. Therefore, the reported condition is not related to manufacturing process. So, the action is not require due to root cause could not determine. However, manufacturing process have been controlling by conduct pull force test, dimension measuring to detect component fitting refer testing procedure and control insertion length of the connector into tube by using jig to fix the length. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.